Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating and on critical override. A technical support specialist (tss) dialed into the station in remote smart service, restarted the services (data synchronization), and logged in as carefusion admin. The tss found that there was no longer a critical override in the station. The tss then called the customer and confirmed that there were no issues in the station. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the device was not communicating. The customer stated that this malfunction caused a delay in dispensing the medication to the patient. However, there were no adverse events or injuries reported due to this event.